Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "when attempting to push air from the syringe before use the plunger goes up a tiny bit and then pushed back down like something in the needle blocking it. When pushing very hard the solution goes up and creates a light stream. Seems like a blockage in the needle." Additional information provided on 03/19/24: "no patient injury occurred, but it was an inconvenience for staff to have to try other needles to find one without the defect that could be used."

Manufacturer narrative:
G.1. Franklin lakes has been listed as the manufacturer. Two samples were received by bd for evaluation. Through visual inspection, no defects or issues were observed. Functional testing was performed, one needle appeared clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident, clogged needle, can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.